Manufacturer narrative:
An event regarding a patient death after problems that occurred during surgery involving simplex p bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned as the product remains implanted in the patient. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it is not possible to confirm the reported event with the limited information provided. Review of medical records and patient history is required to determine the cause of the reported event.

Event description:
The episode was happened during a procedure of vertebroplasty, l2-l5 upon a lady aged (B)(6). Profound shock led to irreversible encephalopathy and vegetation. The patient was expired 2 weeks later due to complicated airway infection. No remarkable vascular, cerebral, or pulmonary cement embolism could be detected by image studies. Anaphylaxis or idiopathic reaction of pmma or its solvent was suspected.

Event description:
The episode was happened during a procedure of vertebroplasty, l2-l5 upon a lady (B)(6). Profound shock led to irreversible encephalopathy and vegetation. The patient was expired 2 weeks later due to complicated airway infection. No remarkable vascular, cerebral, or pulmonary cement embolism could be detected by image studies. Anaphylaxis or idiopathic reaction of pmma or its solvent was suspected.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not available.